Event description:
The facility rep reported a colleague infusion pump with an intermittently functional stop key on the pump head module. It is unknown when this event occurred. No pt injury or medical intervention was associated with this event. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.